Manufacturer narrative:
(B)(4). The opt846 interface is used to deliver humidified oxygen to patients. The opt846 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The complaint opt846 nasal cannula was not returned to fisher & paykel healthcare (fph) as it had been destroyed by the hospital. Following notification of this incident an fph representative visited the hospital and spoke to the attending staff in order to obtain further details about the incident. We were informed that: the subject cannula had been in use on the patient for three days prior to the reported disconnection. The subject cannula was not broken but had come apart at the buckle. The patient was using an airvo 2 humidifier and a saturations monitor with the subject cannula. The patient was described as "very unstable" and was on 95% oxygen and 60 litres of flow. The patient was being checked regularly - "every 10 minutes or so" . The patient would not have lived as long as he did if he had been on a rebreathing mask instead of optiflow. The nursing staff agreed that the cause of death was an underlying lung condition. There was no member of staff present when the incident occurred. We are thus unable to confirm what had caused the headstrap to become detached from the cannula. The headstrap is designed to come apart at this connection in order to place the cannula on, or remove it from, the patient. The cannula had been in use for three days prior to the event, which suggests that there was no damage to the device when it was put into use. It is possible that the patient had pulled on the head strap, causing it to disconnect. The hospital has confirmed that the patient was breathing spontaneously, prior to the event. The attending matron has also stated that she is still totally happy with optiflow and airvo despite this incident and does not believe the cannula had any effect on the outcome for a very sick patent who was "not for escalation of therapy". All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. Our user manual that accompanies the airvo humidifier instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support." We have only received one other complaint of this nature in the past two years from (B)(4) units sold in the same period.

Event description:
A hospital in (B)(6) reported that a patient in (B)(6) care was found deceased, with the opt846 adult nasal cannula disconnected. It was observed that the ¿right side connector of the nasal cannula to the elastic which goes around the patients head was not connected".